Event description:
Pump declared an altitude alarm, which prompted action from the customer. There was no adverse impact to the customer's blood glucose level. Tandem technical support guided the customer to remove obstructions from speaker holes and clean them, instructed reconnection of the cartridge, and advised waiting five minutes, which enabled insulin resumption. The pump resumed normal operation without recurrence of the alarm, and guidance was given to prevent future altitude alarms.